Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 1.5 years after the dental implant was placed in ada site 6 in the mouth, it lost integration in type IV bone. Clinician reports mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 1.5 years after the dental implant was placed in ada site 6 in the mouth, it lost integration in type IV bone. Clinician reports mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).